Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total laparoscopic hysterectomy, bso, laparoscopic colpopexy, cystourethroscopy; due to chronic pelvic pain, menorrhagia, urethral hypermobility, vaginal vault prolapse and severe dysmenorrhea. The patient underwent diagnostic laparoscopy; lysis of adhesions; fulguration of scar tissue; excision of colpopexy stitch and release of scar tissue; fulguration of endometriosis on (B)(6) 2009 and on (B)(6) 2009 excision of vaginal scar tissue due to pelvic pain, scar tissue, adhesions, painful intercourse, retracted thickened vaginal cuff. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.